Manufacturer narrative:
A.1. A.5. Patient information were not provided. H.10. Livanova manufactures the smart perfusion packs. The incident occurred in USA. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA received a report that the red and white roberts clamps were swapped in the cardioplegic circuit. According to customer, this caused incorrect administration of the cardioplegic to blood ratio (4:1 versus 1:4). All the other circuits were correctly assembled. Customer confirmed there was no impact on the patient.

Manufacturer narrative:
A review of the complaints database revealed two further similar events occurred on this pts pack code in the past. No other similar events were reported on this lot number. Involved pts drawing has clear indication of clamp assembly. Based on the above facts, the most likely root cause of the reported event was an isolated manufacturing operator error during the assembly phase of this pts. The personnel will be involved in a dedicated training meeting of customer complaint. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.